Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in the fluid sterile pathway from a leak in the cassette resulting in peritonitis. The patient noticed a leak from a hole in the patient line during therapy and disconnected to continue therapy with all new supplies. The day after the leak, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin and ip fortaz for twenty days for the peritonitis event at the time of this report, the patient had recovered. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.